Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The implant coil is not included for evaluation as it remains within the pt. The distal end of the tether that attaches the implant coil to the delivery pusher was melted. The end had evidence of being thermally detached by the v-grip detachment controller. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the user inadvertently detaching the coil during the device pretest as they indicated no detachment attempt had been made intra-operatively. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.

Event description:
It was reported that during the treatment of a basilar artery aneurysm, various coils had been deployed successfully. Upon positioning the cosmos coil, stiffness was encountered. It was decided to remove the coil and microcatheter together. In doing so, the coil prematurely detached from the delivery pusher. Two retrieval devices were used to snare the coil unsuccessfully. A solitaire was positioned successfully to tack the coil in place distal to the aneurysm and protect the aneurysm neck. The angiogram showed satisfactory arterial flow. No harm was reported.